Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) number not available. Premarket identification k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reported infection with inflammation and pain at tooth site 36.